Event description:
Surgeon reported that a pt who had a proximal femur locking plate implanted approx a yr ago reported to surgeon that she experienced pain while riding stationary bicycle during rehabilitation exercise. X-ray confirmed that the proximal femur locking plate had broken and was explanted.

Manufacturer narrative:
No eval could be made, no conclusion could be drawn as no device has been returned.